Event description:
After nearly two years of successful use, this pt fell and hit their head on the implanted side. Immediately after the fall, pt was no longer able to hear with the device. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to MFR's specs. Explantation and reimplantation with a new device has been recommended.